Manufacturer narrative:
Related mdrs: 2029214-2016-00031, 2029214-2016-00032.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. The customer did not provide the pipeline flex model or lot number. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Off label use: in this event the pipeline flex device was used to treat a ruptured blister aneurysm. According to the pipeline flex instruction for use: the pipeline¿ flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. Related mdrs:

Event description:
Medtronic received report of continued aneurysm growth after pipeline flex implantation. The patient received the pipeline flex implant to treat a ruptured blister aneurysm located near the internal carotid artery (ica) terminus. The aneurysm had ruptured within three weeks before the procedure. The aneurysm measured approximately 4mm by 4mm. Proximal and distal landing zone artery size was approximately 4mm. The patient's anatomy was reportedly severely tortuous. There was no report of any difficulties during implantation. All devices were prepared and used as per IFU. Follow up imaging three days after implantation showed continued aneurysm growth. The decision was made to place a second flow diversion device.